Event description:
Three days after pulling feeling in my stomach, headaches, blurred vision, memory loss, hair loss, anxiety, pimples like cysts, metal taste, dental problems, back hurts, cramps, pain in flank area, diarrhea, constipation, diverticulitis, heavy period, blood clots, bleeding every 15-18 days, black blood, hips hurt. I've had CT, MRI, kub, ultra sound, 2 x-ray, colonoscopy, laparoscopy, "historocpy" and I've tried lots of medication, physical therapy, pain management, birth control pills x2, 60+ dr visits and ER visit.